Manufacturer narrative:
(B)(4)

Event description:
Additional information. After testing impedances with the ens and old device, the new device was reconnected and stimulation was initiated for 4-5 minutes. Impedances were then measured and the results indicated impedances for all combinations with electrode 0 were within normal limits. The issue had self-resolved after the stimulation was initiated. The reporter stated the high impedances that were originally measured did not appear to be due to a mechanical connection issue, nor a problem with the wiring in the lead or extension. The cause of the issue was unknown, however it was noted the facts appeared to point to an issue with the impedance measurement system itself as opposed to a cause in the electrode-tissue interface or in the electrical continuity of the lead, extension or connectors.

Manufacturer narrative:
Lead model 3387, lot #l75839, implanted: (B)(6) 2009; extension model 7495-51, serial #(B)(4), implanted: (B)(6) 2009.

Event description:
It was reported that during a replacement procedure of the deep brain stimulator impedance readings were >20,000 ohms at 1.5v on contact 0. The other contacts were normal. The extension was plugged back into the old device and into an external neurostimulator and impedances were not high. No other information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.